Manufacturer narrative:
Device evaluation code 221 from h.6.

Event description:
The surgery was for placement of a feeding tube and tightening the esophagus to compensate for reflux which resulted from child abuse. To the best of the dr's recollection ventilation parameters were 100-120 cc volume, 14 bpm, I:e ratio 1:2.5 and fresh gas flow of 3.5 to 5.5i/min. A system based on breathing circuit was used with ventilator connected to the breathing bag port, a pediatric bellows was used. Perioperatively the dr disconnected the pt at the endotracheal tube, may have turned the ventilator off, repositioned the pt, reconnected and turned the ventilator on. The dr reported that: the bpm may have been increased by 2 and the apl valve may have been readjusted after reconnecting the pt. After reconnecting, the first breath appeared to exhibit a slightly extended inspiratory cycle. The dr heard the sound of a leak around the endotracheal tube. The pt was immediately disconnected from the breathing circuit. There was no immediate sign of barotrauma. Several minutes later there was a decrease in heart rate. Epinephrine and cardiac massage were administered. The dr described the event as near cardiac arrest, there was no acidosis. The pt reportedly had a bilateral pneumothorax. Chest tubes were placed and surgery was postponed. After recovery from the pneumothorax, the surgery was successfully completed. There reportedly are no adverse after effects from the event.